Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date and UDI not available, lot number unknown. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date not available, lot number unknown. H6: evaluation codes. H10: additional narrative. One titanium screw was returned for investigation. Visual inspection via naked eye and camera magnification confirmed that the screw was fractured at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Per: pre-existing conditions noted on the per form ¿ patient is a smoker. The reported device was located on tooth site 47 (fdi) and the length of time used was 12 years and 8 months. Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: 'precautions' 'breakage' 'warning' per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR review: DHR review could not be performed as the lot number for the uniht was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review: an item number specific complaint history review number was conducted for the (uniht) dating from 12 months back from the notification date. The review revealed that there are no existing non-conformances /CAPA/hhe/d/ie/product holds for the reported device related to the reported event for similar events (complaint category keywords: fracture screw). Post market trend review: february post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (uniht). Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI not available.

Event description:
It was reported screw fracture, it was placed on (B)(6) 2008. Patient came with crown on his hand. A part of the screw was in the crown and the other part in the implant. Screw was removed and a new screw was placed.